Event description:
It was reported that during a cholecystectomy procedure, the doctor tried to apply clips but it didn't hold and kept on falling out of the jaws in the abdomen. No adverse consequences reported.

Manufacturer narrative:
(B)(4) - upon additional review it was determined that this file is a duplicate report of (B)(4), therefore this medwatch is to be voided.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.